Manufacturer narrative:
Based on the claim against the product by the customer noting tissue entrapment, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding the instrument catching on tissue was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additionally, the instrument was found to have dried residue on the clamping pulleys.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument was catching on tissue. After the case, when it was taken to central and sterilized, the customer reported that they could feel a rough/sharp spot close to the cable of the instrument. There was no harm to the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that during the procedure, the instrument was adhering to the tissue around the area being worked on. The location of the instrument where the tissue was adhering to was at a snag in the pulleys. The tissue was carefully pulled away. The instrument was shortly changed out. There was no bleeding and no injury to the patient. The customer believed that the reason the issue happened may have been due to the instrument was older. The procedure was completed robotically, and the patient was discharged from the hospital the same day.